Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle part was broken off into the abdomen [needle issue] patient felt mental state was not well [mental disorder] case description: this serious spontaneous case from china was reported by a consumer as "needle part was broken off into the abdomen" beginning on 09-may-2019, "patient felt mental state was not well" with an unspecified onset date, and concerned a 71-year-old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date due to "type 2 diabetes mellitus", it was reported that on 09-may-2019, the patient found the needle was stuck into skin and it was difficult to pull out when the patient injected insulin. After 5 minutes the patient pulled out the needle, but the patient's needle part was broken off into the abdomen. It was reported that the patient went to 2 hospitals and the medical doctor did not find the broken needle. On an unknown date the computerised tomogram (CT test) was performed and the needle was found at the abdomen. It was also reported that the patient used one needle once only. The patient felt the it was more difficult to inject from normal. The patient was trained by a nurse for the use of needles. The patients mental state was not well after the needle was broken. The outcome for the event "needle part was broken off into the abdomen" was not reported. The outcome for the event "patient felt mental state was not well" was not reported. Since last submission, the following are updated -lab data updated -reporter's causality updated -event added: mental state abnormal -narrative updated accordingly

Event description:
Needle part was broken off into the abdomen [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle part was broken off into the abdomen" beginning on (B)(6) 2019, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date due to "type 2 diabetes mellitus", patient's weight, height, body mass index were not reported. Medical history included type 2 diabetes mellitus (since 14-15 years). It was reported that on (B)(6) 2019, the patient found the needle was stuck into skin and it was difficult to pull out when the patient injected insulin. After 5 minutes the patient pulled out the needle, but the patient's needle part was broken off into the abdomen. It was reported that the patient went to 2 hospitals and the medical doctor did not find the broken needle. It was also reported that the patient used one needle once only. Batch number is reported. No sample will be returned by the patient. Action taken to novofine 32g 6 mm was not reported. The outcome for the event "needle part was broken off into the abdomen" was not reported. Investigation results: name: novofine® 32g etw tip 0.23/0.25*6mm, batch number: 18g02l, the product was not returned for examination. An examination of a reference sample was performed and showed nothing abnormal. Microscopic examination performed. Needles tested for resistance to breakage. Needle points on patient needles examined visually for defects. The needles were tested for flow with measure threads. The needle met specification. A visual examination was performed with respect to back needle. There was no abnormalities related to the back needle. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. Manufacturer comment: on 07-jun-2019: as the device (novofine 32g 6mm) has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: an examination of a reference sample was performed and showed nothing abnormal. Microscopic examination performed. Needles tested for resistance to breakage. Needle points on patient needles examined visually for defects. The needles were tested for flow with measure threads. The needle met specification. A visual examination was performed with respect to back needle. There was no abnormalities related to the back needle. During investigation it has not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question.